Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fully covered biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. Reportedly, the patient had a liver transplant previously. According to the complainant, during planned stent removal on an unknown date, epithelisation was noted into the top of the stent above where the new cbd is joined to the existing portion. It was reported that the stent was difficult to remove.